Manufacturer narrative:
Batch review performed on 01 december 2020: lot 174957: (B)(4) items manufactured and released on 16-jan-2018. Expiration date: 2022-12-17. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold with one similar event reported.

Event description:
The patient came in, 5 months after primary surgery, due to signs of infection and the pathogen is unknown. The surgeon performed an I&d and poly swap. The surgery was completed successfully.